Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she is changing the site location. Customer stated that the 3 infusion sets are getting clogged. Customer stated that her insulin is getting low and she is experiencing no delivery alarms during fill tubing. Customer stated that the alarm occurred during manual prime. Customer stated that the no delivery alarm is recurring. Customer stated that the alarm was resolved by a complete set change. Customer was advised that the pump was working as designed. Customer has been changing the sets until she is successful with the one that does not trigger the no delivery alarm. Customer was advised to do a complete set change as soon as possible. Customer was advised to clear the alarm as it was still active at the time of the call. Customer stated that the insulin did not exit after the manual plunger push. Customer changed the set and kept the current reservoir. Customer stated that the insulin will not exit with drops.